Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the unit started leaking. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed. The field service rep (fsr) verified the leak was at the "water out" connection and was observed leaking from inside the connector. Exam of the returned fitting showed damge to the ball bearings inside the fitting allowing for improper searing, hence water leakage. The fsr replaced the fitting. When the unit was powered back on, a small leak still existed at the "water in" connection. The fsr was able to apply teflon tape to the connection which eliminated the leak. The unit operated to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.